Event description:
Boston scientific received information that this programmer started smoking around the floppy disk area. The smoke subsequently stopped, but it was significantly smelly. The programmer was able to be re-started. However, it will be returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Testing confirmed the product is burned. The damaged piece was replaced and the unit not passes all incoming tests. No other adverse events have been reported. This product issue will be updated if additional information is received.